Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that surgeon did an I & d on patient's left hip and exchanged the head and liner. Liner exchanged was not stryker product.